Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the force bipolar instrument was unable to be removed from the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 1.89 in from the distal tip. Components adjacent to this broken main tube show damage. The proximal clevis was dislodged. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact, and material was found to be missing. Failure analysis found the primary finding of no reported complaint to be related to the customer reported complaint. The cannula accessory was returned with no reported complaint. The accessory was returned for evaluation attached to instrument, with a complaint "unable to remove cannula." The cannula was returned still attached to force bipolar instrument. There was no damage found to the cannula the probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.